Event description:
It was reported that pharmacist was given a used pen needle with the needle through the shield after it broke off and the pharmacist was stuck with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the pharmacist was handed insulin pen with needle still on it from consumer. Needle was sticking through shield and she struck her right middle finger. Non patient end of pen needle was stuck on rubber part of insulin pen bent and was removed with tweezers. Pharmacist has bleeding at needle stick site.

Manufacturer narrative:
Investigation: customer returned (2) 4mm, 32g pen needles (1 open without the tear drop label, 1 sealed) from lot # 8135635. Customer states that the needle was sticking through the shield and she stuck her right middle finger, the non patient end was stuck on the rubber part of insulin pen and it was also bent, and there was bleeding. Both returned pen needles were examined and the open sample exhibited a bent patient and non patient end of the cannula. No broken cannula was observed. The inner shield of this sample was also examined and no hole was observed in the inner shield. This indicates that the cannula did not go through the shield and was not exposed. The remaining pen needle was examined and no bent cannula or cannula through shield was observed. This sample was also tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). The point exhibited proper geometry, the od was measured as 0.0092¿, and sufficient lube was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle stick, needle through inner shield, broken cannula) user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pharmacist was given a used pen needle with the needle through the shield after it broke off and the pharmacist was stuck with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: (1 of 2 complaints), it was reported that the pharmacist was handed insulin pen with needle still on it from consumer. Needle was sticking through shield and she struck her right middle finger. Non patient end of pen needle was stuck on rubber part of insulin pen bent and was removed with tweezers. Pharmacist has bleeding at needle stick site.